Event description:
The device received has been classified as an unreconciled blind unit. No further info is available.

Manufacturer narrative:
Evaluation summary: one device was returned in good visual condition and with no cartridge loaded. No functional test could be performed as the firing and clamping mechanisms were noted to be damaged. When disassembled, all firing trigger teeth, one closing trigger tooth and one yoke tooth were broken. It should be noted that a 100% inspection takes place during mfg to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. The mfg records were reviewed and no anomalies were found during the mfg process. Complaint info is trended on a regular basis to determine if further investigation is warranted.